Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation. The patient reported that she went to the emergency room and was told to remove the lifevest. During a follow up call, the patient reported that the irritation improved. There was no allegation of a device malfunction associated with the reported irritation.